Event description:
The user contacted the emergency support program reporting that the customer experienced a gas gain alarm on the cardiosave pump after tightening the iab connection. No patient harm was reported.

Manufacturer narrative:
Due to character limit in block e1 event site name: (B)(6). The user was guided through verifying that all iab connections were secure and leak-free. Instructions were provided on using the iab fill and start keys to resume therapy. The customer was able to successfully continue therapy and expressed satisfaction with the assistance provided.